Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that they experienced hypoglycemia. The customer¿s blood glucose level was 28 mg/dl at the time of incident. The customer was treated with food. The customer reported that they were experiencing hypoglycemia since they changed the site to the abdomen. Based on customer¿s report customer did not allege insulin pump was over delivering. Customer reported that the insulin pump was not worn during a medical procedure around an MRI. The customer performed displacement test and it passed. The device will not be returned for analysis.